Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that during preparation of the mitraclip clip delivery system (cds), the clip was in the inverted position, and in the process of fully closing the clip, it did not close smoothly. Instead the clip closed with a little jump. After troubleshooting, the issue persisted. It was decided to use another clip to complete the procedure. There was no patient involvement.

Manufacturer narrative:
All available information was investigated, and the reported jumpy clip (clip jumping open) and difficult to close clip were not confirmed via returned device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints from the lot. All available information was investigated and based on information provided and the results of the returned device analysis (unable to confirm the reported issues), a cause for the reported clip jumpiness and difficult to close clip could not be determined. There is no indication of a product issue with respect to manufacture, design, or labeling.